Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(6). Batch: 7070792/7057634. UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to other hardware addition. The explanted device components will not be return. No further information has been obtained despite good faith efforts.